Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced six reagent and sample syringes, verified liquid level detection circuit for sample on reagent arms and adjusted sample detection for sensitivity. Ran check tests, controls and patient samples.

Event description:
User receiving zero or low patient results for multiple assays. The following five patient examples were provided. Sample 1: male, glucose gave 3; repeat gave 93 mg per dl. Initial albumin gave 3.4; repeat gave 4.1 mg per dl. Initial alk phos gave 12; repeated twice giving 60 and 61 u per l. No erroneous results were reported.

Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced six reagent and sample syringes, verified liquid level detection circuit for sample on reagent arms and adjusted sample detection for sensitivity. Ran check tests, controls and patient samples.

Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced six reagent and sample syringes, verified liquid level detection circuit for sample on reagent arms and adjusted sample detection for sensitivity. Ran check tests, controls and patient samples.

Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced six reagent and sample syringes, verified liquid level detection circuit for sample on reagent arms and adjusted sample detection for sensitivity. Ran check tests, controls and patient samples.

Event description:
User receiving zero or low patient results for multiple assays. The following five patient examples were provided. Sample 3: female, initial albumin gave 5.1; repeat gave 4.0 g per dl. Initial alk phos gave 11; repeat gave 87 u per l. No erroneous results were reported.

Event description:
User receiving zero or low patient results for multiple assays. The following five patient examples were provided. Sample 2: female, initial albumin gave 3.2; repeat gave 4.1 g per dl. Initial alk phos gave 9; repeat gave 46 u per l. No erroneous results were reported.

Event description:
User receiving zero or low patient results for multiple assays. The following five patient examples were provided.sample 4: female, initial albumin gave 4.5; repeat 3.7 g per dl. No erroneous results were reported.

Event description:
User receiving zero or low patient results for multiple assays. The following five patient examples were provided. Sample 5: female, initial glucose gave 3; repeat gave 111 mg per dl. No erroneous results were reported.

Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced six reagent and sample syringes, verified liquid level detection circuit for sample on reagent arms and adjusted sample detection for sensitivity. Ran check tests, controls and patient samples.